Event description:
It was reported that the procedure was being performed in the operating room. During insertion the guide wire frayed when threading it through the needle. As a result, a new kit was opened and used successfully. They do not know if there was a delay in treatment. There was no pt death or complications reported.

Manufacturer narrative:
(B)(4).